Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca). A taxus liberte mr 4.00x16mm was first successfully placed at the lesion site. Next, the physician attempted to place another taxus liberte mr 4.00x12mm proximal to the first stent but was not able to successfully overlap the already placed stent. The stent delivery system was removed from the pt and a frayed stent strut was noted. The procedure was then successfully completed with another taxus liberte mr 4.00x12mm stent. Finally, a quantum maverick 5.00x12mm balloon was used to post-dilate the taxus liberte 4.00x16mm stent. No pt complications were reported and the pt condition is reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).